Event description:
It was reported that prior to implant the device timed out while performing a routine capacitor maintenance. The device was not implanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of extended charge time was confirmed in the laboratory via review of programmer printouts. Analysis of the device identified damage to the high voltage capacitors. This would account for the high voltage charge time.